Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the pump does not power on. Moisture observed in the battery compartment. Performed the leak test and found a battery leak and a battery compartment crack.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.